Event description:
During surgery while tightening the clavicle pin, the nuts broke off the pin. This issue caused a 35 minutes delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.